Event description:
Caller reported a minimum fill notification issue with their insulin pump. There was no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl. In a follow-up call, the caller re-loaded the cartridge back into the pump, allowing them to resume insulin delivery successfully.